Event description:
It was reported that while inserting a 12mm plate, a ring unseated from the plate. Plate was removed and replaced. Patient outcome: no adverse effect reported as a result of this event.